Event description:
Patient was revised to address osteolysis, poly wear of the patella and insert, and loosening of the patella at the cement/bone interface. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.